Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl; cause was from not eating after a meal bolus was delivered. Customer addressed bg level with a glucose pen.